Event description:
New information received notes that the suspected cause of the loss of capture was a fracture on the right ventricular lead.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.